Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. It was found that the customer centrifuges patient samples for 3 minutes, which may be too short. The field service engineer (fse) found a hole in the vacuum tube at the rinse mechanism nozzle and replaced it. The fse performed mechanism checks, a 21 cup precision test, calibration, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable alb2 albumin gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial alb2 result was 5.5 g/dl. The customer received delta checks on multiple samples and was prompted to repeat the sample between qc runs. The sample was repeated on a c702 analyzer and the result was 4.0 g/dl. The repeat result was deemed correct.